Manufacturer narrative:
The autopulse platform in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed. Device not returning to company.

Event description:
It was reported that the autopulse platform was set up to be used on a patient and did perform any compressions. The platform displayed "align patient on platform" message. The customer tried to re-align the patient and deploy the autopulse again, with the same results. The user had to revert to manual CPR. There was no report of negative effect on the patient due to this issue. No further information was provided.